Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Leiss f, goetz js, schindler m, reinhard j, müller k, grifka j, greimel f, meyer m. Influence of bone mineral density on femoral stem subsidence after cementless tha. Arch orthop trauma surg. 2024 jan;144(1):451-458. Doi: 10.1007/s00402-023-05006-6. Epub 2023 aug 14. Pmid: 37578658. Objective/methods/study data: the study evaluated whether reduced bone mineral density is related to higher subsidence of the femoral stem after primary cementless tha with enhanced recovery rehabilitation. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown femoral stem corail other devices that were used on the patient at the time of the event: unknown femoral head, unknown acetabular cup pinnacle, and unknown acetabular liner poly adverse event(s) and provided interventions possibly associated with unknown femoral stem corail (qty 79): 78 patients demonstrated some level of stem subsidence when compared to immediate post-op xrays. No indication of intervention was provided. 1 patients demonstrated stem subsidence with no intervention and also sustained a periprosthetic fracture of the apex of trochanter major that underwent conservative treatment during the 1-year follow-up.